Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. The submitted log file was reviewed and contained events from 11apr2026 through 06may2026. Atypical power cable disconnects associated with the white power cable were captured on (B)(6) 2026 due to the relative state of charge (rsoc) voltage on the white power cable fluctuating outside the expected range. Additionally, atypical power cable disconnects associated with the black power cable were captured on (B)(6) 2026 due to the rsoc voltage on the black power cable fluctuating outside the expected range. A driveline disconnect was captured at the end of the file on (B)(6) 2026, consistent with the reported controller exchange. No other notable events were observed. It was reported that the controller (serial number: unknown) was exchanged. Multiple attempts were made to obtain additional information regarding the serial number of the system controller, cause of the power cable disconnect alarms, if troubleshooting was performed, why the controller was exchanged and if any product was returning; however, no additional information has been received and to date, no product has been received for further analysis. A root cause for the atypical power cable disconnect alarms was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate ii system controller not being reported. The heartmate ii lvas IFU, rev. A, heartmate ii patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot power cable disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user not to twist, kink, or bend any cables to prevent damaging them. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was exchanged on (B)(6) 2026, and log files were submitted for review from the exchanged controller which captured an odd string of power cable disconnects. The data from the new controller only contained a few lines of data and was normal. The site provided x-ray images of the driveline, and the physician requested a driveline repair if appropriate.